Event description:
A user facility reported that a novalung console showed multiple "air bubble detected" alarms after initiating extracorporeal membrane oxygenation support. The user completed all routing troubleshooting actions in regard to the flow probe/bubble detector which did not resolve the problem. The user exchanged the flow probe, and the replacement performed as expected. The user suspected that the initial flow probe was defective. There was no indication of impact to the patient. The complaint sample was not available for product evaluation.

Manufacturer narrative:
Additional information: b5, h6 plant investigation: no components were returned for evaluation. Two similar complaints were reported in the last 24 months. The serial number of the console and serial number of the flow sensor are unknown; therefore, no production record review of the device was performed. The air bubble alarms were more than likely caused by a defect in the flow measurement sensor. The problem was resolved by replacing the sensor. The issue will continue to be monitored.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a novalung console showed multiple "air bubble detected" alarms after initiating extracorporeal membrane oxygenation support. The user completed all routing troubleshooting actions in regard to the flow probe/bubble detector which did not resolve the problem. The user exchanged the flow probe, and the replacement performed as expected. The user suspected that the initial flow probe was defective. There was no indication of impact to the patient. It was unknown whether the complaint sample was available for evaluation.